Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The root cause was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device powered off during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.